Event description:
The customer reported that the sys would display a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the printed circuit boards. The sys was tested and found to be working as intended and put back in svc.